Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion with a bend of 75 degrees was located in the distal right coronary artery. A 12 x 3.00 promus premier drug-eluting stent was selected for treatment. However, during advancing, physician encountered friction. Upon device removal from the guiding catheter, it was noted that some of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.